Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2023. Additional information was requested, the following was obtained: our failure analysis lab received the additional products with reference to this complaint, the following product was received: product code: ep8735h. Product #: sdbeaq. This complaint is for product code ep8735h lot sgbadx. 1. Could you please clarify if additional device belongs to this complaint? Ans: please disregard the suture with different batch (lot sdbeaq). 2. If yes, did a device malfunction occur during the same procedure for lot sdbeaq and sgbadx? Ans: not applicable. Please disregard the suture with different batch (lot sdbeaq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/11/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with twenty-five unopened samples pertain to the product code ep8735h, lot sgbadx. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/6/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one unopened sample pertain to the product code ep8735h, lot sdbeaq. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with twenty-five unopened samples pertain to the product code ep8735h. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following additional information was received: the sutures returned are representative samples from the affected lot. There are 25 pieces of sutures with lot no: sgbadx. Another 1 piece of suture with lot no: sdbeaq is also found in the box of sutures returned. The following additional information was requested: our failure analysis lab received the additional products with reference to this complaint, the following product was received: product code: ep8735h. Product #: sdbeaq. This complaint is for product code ep8735h lot sgbadx. Could you please clarify if additional device belongs to this complaint? If yes, did a device malfunction occur during the same procedure for lot sdbeaq and sgbadx? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01332 and 2210968-2023-01333. Product complaint #(B)(4). Date sent to the FDA: 4/6/2023. Corrected information: d4, h4: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch sgbadx. Batch sdbeaq. A manufacturing record evaluation was performed for the finished device sdbeaq/ep8735h batch number, and no non-conformances were identified. Exp. Date: mar/31/2027. Mfg. Date: apr/21/2022. A manufacturing record evaluation was performed for the finished device batch sgbadx/ep8735h and no non-conformances were identified. Mfg. Date: 6/1/2022. Exp. Date: 5/31/2027. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events reported via 2210968-2023-01332.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2023 and suture was used. During the procedure, the suture broke when the surgeon was suturing. Another like device was used. The procedure was successfully completed. There were no adverse patient consequences reported. No additional information was provided.